Event description:
It was reported that balloon pinhole occurred. During preparation of 18-4.5x8.5 xxl esophageal balloon catheter, the physician noticed that the contrast flowed out and balloon pinhole was noted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: blood was noted on the outside of the balloon material. The balloon was folded and did not appear to have been subjected to positive pressure. The device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 15mm proximal to the proximal edge of the distal markerband. The balloon material was visually and microscopically examined and no issues were noted that could have contributed to the damage identified. The rate of burst pressure of this xxl device is 5atm (atmospheres). A visual and tactile examination of the returned device identified multiple kinks along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. A visual and microscopic examination of the tips and markerbands identified no damage or any issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. During preparation of 18-4.5x8.5 xxl esophageal balloon catheter, the physician noticed that the contrast flowed out and balloon pinhole was noted. No patient complications were reported.